Event description:
Customer reported erroneous low and flagged patient results for alt(alanine aminotransferase), bun (blood urea nitrogen), co2 (carbon dioxide) and tbil (total bilirubin) and getting photometry errors during cuvette wash on the customer's au5800 (au5800-10 chemistry analyzer, part number b96697 and serial number (B)(4). The erroneous patient results were not reported out of laboratory. There was no report of change to patient treatment or management in connection with the event. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
Full patient identifier is (B)(6). A beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. Fse confirmed customer¿s issue. Fse observed 3641 photometry error during cuvette wash, found broken cuvette glass in the wheel and outer cuvettes failing photocal. Fse cleaned all cuvettes, inspected wash nozzle, inspected and cleaned the cuvette wheel. Fse replaced pcba pulse motor control, 271bpmc1a bellows and dia lid pin which resolved the issue. Fse ran photocal and quality control with no issue. Fse verified service task. In conclusion, the cause of the event is a hardware malfunction.